Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test, no unexpected alarms noted. The device had cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer stated that 8 insulin units were delivered while trying to correct the issue. The customer declined troubleshooting for no delivery alarm or low blood glucose. She was treating by eating food regularly. The customer stated she is fine and just wants the insulin pump replaced. Blood glucose value was 140 mg/dl. Customer was advised the insulin pump would be replaced and greed to return the product for analysis.